Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that during follow-up on (B)(6) 2018, the patient indicated that the symptoms suddenly increased from (B)(6) of 2018. It was noted that preoperative pain was lumbar radiculopathy. Post-operative pain improvement was relatively stable. After returning to the hospital for inspection, the patient was told that one of the electrodes in the body did not work. The specific reason was unknown. The doctor tried to re-adjust the parameters and it still had no effect. The patient could only rely on drugs to treat the pain. No effective measures had been taken. The patient was now observing at home, and it was noted that the patient hoped that the manufacturer could give a better way.

Manufacturer narrative:
Product ID 388928, lot# 0211351929, implanted: (B)(6) 2016; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted it was unknown whether any actions or interventions were taken to address the electrode not working. Additionally, it was unknown whether the cause of the electrode not working was determined. There were no further complications reported or anticipated.